Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: the female patient underwent a surgery to place two implants (one each at l3/l4 and l4/l5) without any intraoperative adverse events. Diabetes mellitus was reported as her concurrent disease. The patient was hospitalized for the surgery on (B)(6) 2012 and was discharged on (B)(6) 2012. No postoperative adverse event or implant failure was reported during the first year after the surgery. According to the patient's 2-year postoperative crf, pain recurred. On the same day, CT was performed due to the patient's complaint of intense pain in the right lower extremity, showing no abnormality such as implant migration, etc. The pain was treated with analgesic medications. The event severity was non-serious. The event outcome was unknown. The physician considered that the causal relationship between the event of postoperative recurrence of pain and implant could not be ruled out. The product came in contact with the patient. Patient complications were reported.